Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: right side deflation and a capsular contracture on the left side. Note: the date of removal section is (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation primary with an unspecified saline implant smooth mentor and suffered from a right side deflation and a capsular contracture baker grade ii on the left side. As a result, the patient will undergo removal on (B)(6) 2021 . This medwatch is for the left side.